Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Complaint no: (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot numbers h12i06079, h12g19068, h12j26076, h12l13070, h12l11074, h13a28038, h13a04047, h13b22021 and h13b07048 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h12j11037 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 3 of 3. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis. Dianeal therapy was ongoing. The patient was hospitalized for the event. The cause of peritonitis was a urinary tract infection. The patient was treated with levaquin and vancomycin, oral and IV (dose and frequency not reported). The patient was discharged from the hospital. The patient recovered from this peritonitis event.